Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the catheter collar broke. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During unpacking, when the device was pulled out from the sheath, it was noted that the collar joint portion became separated. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter collar broke. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During unpacking, when the device was pulled out from the sheath, it was noted that the collar joint portion became separated. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure good.